Event description:
A report was received that the patient's ipg had eroded through the skin due to an infection at the pocket site. The ipg was explanted and the patient was treated with oral antibiotics; a new ipg will be implanted after the patient has healed. The patient was doing well after the procedure.